Manufacturer narrative:
Product was replaced and requested return of the alleged infusion set for evaluation.

Event description:
On (B)(6) 2012 patient reported experiencing elevated blood glucose levels due to a bent infusion set cannula. Patient stated last week the infusion device displayed an e4 (occlusion) error message and he changed the infusion set and noticed the cannula was bent. Patient reported this incident occurred on (B)(6) 2012. Patient stated tonight his blood glucose level was 30 mmol/l (540 mg/dl) but the infusion device did not display an occlusion alarm. Patient's normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). Patient reported he delivered a bolus of 19.0 units of insulin but the insulin did not infuse into his skin. Patient stated he noticed pooling of insulin at the infusion site because the adhesive pad was wet with insulin. Patient reported he removed the infusion set and noticed the cannula was bent. Patient manually inserts the infusion sets. Patient stated tonight he used the insertion assist device to insert his new infusion set. Patient reported he took another blood glucose reading while on the call with a result of 24.8 mmol/l (446 mg/dl). Patient stated this was 30 minutes after the 30 mmol/l (540 mg/dl) reading. Advised patient to continue to monitor his blood glucose levels and to take necessary steps to return his blood glucose level to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue.